Manufacturer narrative:
Quality control was in range. Instrument maintenance was up to date and no other ict issues were noted. The customer suspects specimen issue, possibly bubble. A review of tickets determined performance as expected. Trending review did not identify any trends. No return sample available for testing. Review of the CAPA database found no issue related to the current complaint. Device history record review was performed which did not show any potential non-conformances, deviations, or non-conformances. A review of the labeling addresses the customer¿s issue. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for one patient. The following data was provided (na 134-143 meq/l): (B)(6). Initial sodium result was 107 meq/l, results reported out. The patient was brought into the emergence room on (B)(6) 2022 due to critically low sodium result. The original sample was rerun and the result was 138 meq/l. The patient did not receive any treatment in the ER aside from monitoring. No adverse impact to patient management was reported.